Manufacturer narrative:
Additional information: patient ID provided. Medtronic received information that the issue occurred in a functional endoscopic sinus surgery (fess). There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient information was unavailable from the site. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout, no issues were found with the system. The system was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the site was unable to register. The green dots on the opposite side of the emitter would go away. Issue occurred intra/peri-operatively with no impact to patient outcome.

Manufacturer narrative:
Analysis of the software was unable to determine probable cause without further information since the behavior cannot be replicated. Analysis of the patient archive showed the patient exam was missing the back and top of the head, but otherwise the 3d model was smooth. There was loose skin across the brow ridge, and the sides of the head are compressed from a head holder. There was no registration present in archive. If information is provided in the future, a supplemental report will be issued.